Manufacturer narrative:
Pump is in the process of being evaluated.

Event description:
The device was returned for service. During service testing, the baxter technician reported the pump under delivered therefore falling accuracy test.